Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. This issue was addressed by the customer - there was no on-site evaluation. The customer confirmed the reported condition. The customer reported that the check valve 3 was replaced to address and correct the reported condition. The replaced part was reported to have been 12 years old, and a serial number was not provided. It was disposed of.

Event description:
The customer reported a ventilator with diagnostic codes 2110 and 3110 (check valve 3 leak). No there was no patient involvement.